Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained with a 6f sheath (unknown model). A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the puncture site. Post procedure, the physician, who is a trained user of the mynx, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device balloon ruptured. The physician removed the device and since access was not lost, the physician prepped and deployed a second mynx cadence vascular closure device 6/7f. The second device balloon also ruptured. The physician removed the second device and converted the patient to 20 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged home the same day, with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. See medwatch report # 3004939290-2012-00086 for the second device used in this procedure.